Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 11 years and 5 months of the transcatheter bioprosthetic aortic valve, a valve revision was required. The reason for the revision was not available. Patient symptoms were not reported. During the revision procedure a provisional coronary protection of left coronary artery (lca) was made. Prior to the valve revision, the transcatheter valve simultaneous invasive peak and mean pressure gradients measured 10 and 7, respectively. The left ventricular end diastolic pressure (lvedp) measured 9. The blood pressure reported was 80/57 millimeters of mercury (mm hg). A valve-in-valve revision was performed. A non-medtronic 23 mm valve was implanted. Following the non-medtronic valve implant, the simultaneous invasive peak and mean pressures gradients measured 7 and 3, respectively. As reported there was none or trivial aortic regurgitation of the non-medtronic valve.